Manufacturer narrative:
Patient code: (B)(4) - labeled na. Device code: (B)(4) - labeled na.

Event description:
It was reported that the interstim lead had to be replaced because it was "no longer functional." The lead was implanted on (B)(6) 2011. The patient outcome following the replacement of the lead was "good." No "injury or death" to the patient was noted. No further patient symptoms or details were provided. This event was reported to the regulatory authority of the particular country. Further information was requested, but not provided at the time of this report.